Event description:
It was reported that at the refill, the pump check result was 70.5%. After the 50ug bolus, the effect was gone. The hcp found that the catheter was kinked near the pump. The catheter was replaced and the patient had good drug effect.